Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the pump alarmed compromised force sensor system during rewind. The customer's blood glucose reading was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with loose or protruded drive support disc. Device unable to prime during prime test and motor error alarm during basic occlusion test due to loose or protruded drive support disk. No compromised force sensor system alarm noted. Device passed displacement test. Unable to perform occlusion test and no delivery test due to prime anomaly.